Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in china. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that upon opening the femoral implant, the sterile packaging was identified to be damaged. The prosthesis was sterilized and soaked in iodine povidone and used to complete the procedure. The patient has not experienced any complications to date and no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). Visual evaluation of the provided photos found the sterile packaging exhibits damage that is visually consistent with thermal damage. Additionally, it has been reported the device was soaked in iodine povidone due to the immediate need to complete the procedure, and was then implanted in the patient. Review of the device history records identified no deviations or anomalies during manufacturing not related to the reported event. A definitive root cause of the damaged packaging cannot be determined. This complaint was confirmed by evaluation of the provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.